Event description:
There was no pt injury. The product fired one stapler and then proceeded to jam. The mechanism locks up and the load does not advance for firing. This has happened multiple times. One surgeon tried nine times before getting a stapler that would work. We have at least 5 lot numbers affected d-p9m0109, p9m0113, p9m0312, p9m0516, and p9m0771. The company rep has been notified and replacing the product.